Manufacturer narrative:
A ge service rep performed an onsite investigation. The 240 volt mains plug and the 100 miliampere fuse were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and there was a problem with the plug. No pt injury was reported.